Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a synthes employee. PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. Part: 04.027.053s. Lot: 4l44478. Manufacturing site: (B)(4). Release to warehouse date: may 08, 2019. Expiry date: may 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for proximal femur trochanteric fracture with a proximal femoral nail antirotation (pfna). During the operation, the locking mechanism of the 90mm blade didn¿t work properly. The surgeon used a 85mm blade instead. The surgery was delayed by less than 30 minutes. Patient status is unknown. Concomitant devices: pfna-ii nail (part: unknown, lot: unknown, quantity: 1), screws (part: unknown, lot: unknown, quantity: unknown). This report is for a pfna-ii blade. This is report 1 of 1 for (B)(4).